Event description:
Reporter indicated that pt developed an infection after generator replacement surgery. It was reported that the pt's generator was replaced in 2001 and that the pt was seen by physician approximately 13 days later for suture removal. There were no signs of infection at that time. Attempts to obtain additional info have been unsuccessful.